Event description:
It was reported that the patient's incision had been bleeding. The patient went to the emergency room on (B)(6) 2012 and the incision was glued together. The patient saw her physician again on (B)(6) 2012 and had a sterile strip placed over it. It was noted that the physician was concerned about the patient's incision site getting infected. The patient was to see her physician on (B)(6) 2012 as well as on a follow-up date of (B)(6) 2012. It was noted that the patient had not been using her implantable neurostimulator (ins) for long. It was further noted that the patient's ins was interrogated at her physician's office in (B)(6) 2012 and was determined to have a depleted battery; it was concluded that the patient would need a replacement ins. The patient did not agree that she needed a new ins, as she had 'learned to manage her systems without the implant.' Additional information received reported that the patient had fallen on her device during physical therapy and experienced a seroma. The ins was explanted. Symptoms included the patient having pain on the ins site. An infection culture test yielded negative results. No hospitalization was needed, and no patient injury was reported.

Manufacturer narrative:
Product ID: 3093-28, lot#: v005691, implanted: 2006 (B)(6), product type: lead, product ID: 3037, serial#: (B)(4), product type: programmer, patient. (B)(4).